Manufacturer narrative:
The field service engineer (fse) found that the rubber button covers were damaged and needed replacing. Upon conclusion of the evaluation, it was determined that the button covers require replacement. The covers were replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the buttons were damaged. There was no patient involvement.